Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron lxi 725 clinical system was giving intermittent low modular glucose (glucm) results. Customer reported they run the glucose test in duplicate. Customer reported that one erroneous result was reported out of the laboratory. Customer reported the erroneous result was corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) tightened a loose sample syringe which resolved the issue.

Manufacturer narrative:
This report is one of three reports related to three events that occurred on three days. This report is related to MDR# 2050012-2012-01508, MDR# 2050012-2012-01509.